Manufacturer narrative:
Final analysis found clavicular crush at 16.5 cm to 18.0 cm from the connector pin. In this location both the insulations were damaged and all the filars of the outer coil were fractured. The damage found likely resulted in the reported noise problem, unacceptable thresholds and high lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of high capture thresholds and decrease in sensing on the right atrial lead. On (B)(6) 2016, the patient presented in operating room for routine device change out procedure, device interrogation revealed high pacing impedance, noise and high capture thresholds. The noise could be reproduced with pocket manipulation and isometrics. The lead was explanted and replaced successfully. No patient symptoms were reported.